Event description:
The tip of instrument was left in the pt. Staff was unaware until after the pt was out of operating room. Pt was taken back into the o.r. And the tip was removed.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. A two-year complaint database search finds no other reported incidents of any kind against the provided product code. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.